Event description:
It was reported the patient presented for follow-up post-implant. During interrogation, it was discovered the atrial leadless pacemaker (lp) was oversensing far r-waves and had dislodged to the pulmonary artery. The lp was explanted and replaced with a transvenous pacemaker. The patient was in stable condition.

Event description:
It was reported the patient presented for follow-up post-implant. During interrogation, it was discovered the atrial leadless pacemaker (lp) was oversensing far r-waves and had dislodged to the pulmonary artery. The lp was explanted and replaced. The patient was in stable condition.